Event description:
It was reported that the pump's usb port was loose resulting in difficulties charging the pump. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port issue was verified, but the power source alert issue could not be verified.